Manufacturer narrative:
(B)(4).

Event description:
The complaint device being used at the time of event was returned for evaluation. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and failed testing. The reported event of inaccuracies was not confirmed because information about inaccuracies cannot be obtained from the transmitter. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event on (B)(6) 2016. Patient's father stated that the patient experienced low blood glucose and 911 was called. The patient was fine once he was at the hospital and no treatment was administered. The patient was released the same day. Additionally, patient's father reported that the cgm displayed a blood glucose (bg) value of 148mg/dl compared to the bg meter which displayed 45mg/dl. At the time of contact, the patient was in good condition. No additional event or patient information was provided. The complaint device was returned for evaluation. A follow-up report will be submitted upon its completion.